Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false pause episodes and false tachycardia episodes. It was further reported the icm sensitivity setting was adjusted to minimize t-wave oversensing (twos) and this may have contributed to false pause detections. The icm remains in use. No patient complications have been reported as a result of this event.